Manufacturer narrative:
Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 15105967. Model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.